Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, patient presented with elevated iop (26 mmhg) in one eye (not specified) following bilaterally icl implantation. The surgeon performed additional iridotomy but the patient came back again complaining about pain. The surgeon was in contact with staar kol. Additional intervention was performed (rotation) and patient symptoms resolved. Patient was very happy with results. Given the information that after lens re-positioning the issue resolved it is very likely that the lens was implanted anteriorly causing the narrowing of the angle and subsequent problems .it should be noted that dfu under warnings instruct physicians: "7. The iridocorneal angle distance may decrease after implantation of the visian icl. Iridocorneal angle should be assessed 1 week after implantation and monitored if the angle is extremely narrow. ". Conclusions: based on the complaint information and the medical review, a likely root cause of the event is the lens was implanted anteriorly causing the narrowing of the angle and subsequent problems. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens on (B)(6) 2014. The surgery went well but the intraocular pressure was 26mmhg. Over the next couple of days, the patient reported discomfort and the surgeon enlarged the pis on (B)(6) 2014. The patient was placed on steroids and cyclo. On (B)(6) 2014, the patient reported pain. The surgeon rotated the icl and the problem was resolved. The icl remains implanted. The patient is happy and the vision is good.

Manufacturer narrative:
Expiration date - unk. Explant date: na. (B)(4) - intraocular pressure rise; discomfort; pain; (secondary surgery, pis enlarged); (implanted); (rotated). Device evaluated by manufacturer? No. (B)(4).